Manufacturer narrative:
The reported failure of the system printed circuit board assembly resulting in ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have a ventilator inoperative alarm sound when the device was in use on the patient. No harm or injury reported. On device evaluation at the manufacturer's service center, a ventilator inoperative alarm was confirmed on operational testing. The data log was not able to be checked, and the software could not be reinstalled. The issue was resolved by replacement of the system printed circuit board assembly (pca). After pca replacement, the error log was able to be reviewed and revealed ventilator inoperative error code e-196 recorded indicating referenced internal positive controller (ripc) communication failure between the therapy and user interface central processing unit, which was resolved with the replacement of the pca. Additional findings not related to the malfunction/issue: the display printed circuit board assembly was also replaced for preventive recurrence. The system pca retainer was replaced due to damage to the screw receiving part observed. The device passed final testing and was confirmed to operate properly.